Manufacturer narrative:
Received one used 14007-31 primary plum set for inspection. No damages or anomalies noted. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of cannot prime was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending. Additional contact information: (B)(6).

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm where it was reported that the set did not prime and did not work with infusion pump. It is unknown if the event occurred during patient use, and no one reported harmed as a result of this event.